Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results as well as compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient did not state when the alleged inaccuracy issue occurred but stated that they obtained a blood glucose result of ¿7mmol/l¿ with the subject meter. The patient felt that this was higher than their normal results and/or feelings. They also compared this result to another blood glucose result from a different meter of ¿4mmol/l¿, however this was taken greater than 30 minutes later. The patient did not state what medication, if any, they take to manage their diabetes but denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that ¿soon¿ before the alleged inaccuracy occurred they had developed the symptom of ¿mild tremor¿ which they associated with hypoglycemia. In response to this symptom the patient self-treated with food and/or drink an unspecified period of time after. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began.